Manufacturer narrative:
Pr (B)(4). Follow up MDR for device evaluation: two samples were provided to our quality team for investigation. Through visual inspection, the sealing cord is observed to be properly formed, the pre-cutting of the blisters are complete, there is no evidence of damage to the package that would indicate it was difficult to separate. A device history review was performed for reported lot 2401092, no deviations or non-conformances related to this issue were identified during the manufacturing process. During packaging, after the blisters are sealed, cutters cut the packaging, creating the dotted line to allow for smooth separation. Retained samples of the same lot were used for additional evaluation. The product was visually inspected, the sealing cord is observed to be properly formed. When attempting to separate the packages, no issues were identified, all packages could be separated without issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we cannot identify a direct issue and samples did not indicate any issue as reported, this incident can occur due to the incorrect cutting during the packaging process. Complaints received for this device and reported condition will continue to be tracked and trended for signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Blisters circumstances of occurrence: description of facts. Preparers at the urcc told me that when they separated syringes from each other, the operation was more difficult than before, and could lead to the blister being unintentionally opened, and thus to sterilization.